Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during use. The patient (pt) was connected at the time of the alarm. The pt line had been properly primed and no pt extensions were in use. The pt had not disconnected prior to the alarm. The bags were properly connected and there were not any open clamps on any unused lines. There was nothing unusual noted about the supplies. The baxter technical service representative (tsr) helped the home patient (hp) to clear the error and informed the hp of the error's meaning. The hp would complete therapy with a manual exchange later that morning. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.